Manufacturer narrative:
Corrected data: in review, it was noted that the date of implant inadvertently was not populated in the section of the initial emdr report; therefore, it is captured in this supplemental report. The following field was updated accordingly: if implanted, give date: (B)(6) 2018. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided. Best estimate is from (B)(6) 2018 to present. If explanted; give date: not applicable; the lens remains implanted. At this time, the device remains implanted and is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A patient called to report the experience she had following implantation of symfony intraocular lenses. The patient is unhappy and frustrated. Reportedly, the first lens was implanted in the left eye (os) on (B)(6) 2018 and has had problems since. The patient received the right eye (od) implant on (B)(6) 2018. Reportedly, she did not have any problem with this lens; however, she cannot see anything close up in either lens. On (B)(6) 2019 her doctor did a laser on her right eye. She said the day after the laser was done, she had a lot of pain/all day in that eye. The next day, the pain was gone, only some discomfort was left and her eye was blood shot. According to the patient, the pain got better after that day; however, even now when she shuts her right eye tight, she still has pain. Per patient there was no wrinkle in the right eye (wrinkle was in her left eye), but her doctor told her that the power was off in the right eye and that is why the laser was done on this eye. She can see intermediate and far, but cannot see close up. She cannot see things 20 inches away. Per patient, her worse vision is her close up. When she closes her left eye, she can see the distance fine and tv is very clear with the right eye. The patient told her doctor this prior to surgery. The patient saw a new doctor, a retina specialist, (B)(6) 2019, to get a second opinion. He referred her to a cataract specialist. Patient indicated that she has dry eyes as well and uses over the counter eye drops. She does not use any medication. Reportedly, the doctor advised her to blink frequently and that will produce tears in her eyes to lubricate her eyes. The patient has floaters, but no flashes of lights and that her doctor would want to see her if she has any of these symptoms. The patient indicated that she has an upcoming appointment with her doctor for (B)(6) 2019. No further information was provided. Patient had bilateral lens implants. This report pertains to the patient's right eye (od). A separate report is being submitted for the patient's left eye (os).

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.